Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-13. D4: medical device lot #: 1172718. D4: medical device expiration date: 2024-06-30. H4: device manufacture date: 2021-06-21. H6: investigation summary: bd received 5 samples from lot# 1172718, 4 samples from lot# 1154491, as well as 6 competitor (greiner) tubes for investigation. Lot # 1154491 is not for the material # 368836 and was reported under MFR report # 9617032-2021-01239. The samples were evaluated by functional testing, 3 from each lot used to draw bd vacutainer tubes and the indicated failure mode for incorrect fill with the incident lot was not observed as all tubes filled as expected. Additionally, 5 retention samples from bd inventory of lot# 1088861 were evaluated by functional testing, each sued to draw bd vacutainer tubes and no issues were observed relating to incorrect fill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect fill. Bd was not able to identify a root cause for the indicated failure mode. Bd does not make a claim that third party blood collection tubes will be compatible with the eclipse signal acquisition device. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was insufficient blood flow through the devices. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: the "ctad tubes do not fill properly."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was insufficient blood flow through the devices. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: the "ctad tubes do not fill properly."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.